Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the lead exhibited high impedance, unstable thresholds, and rising thresholds. The lead was repositioned and measurements were still not stable. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.